Event description:
The report received indicated that the "device to straighten the wire was torn back, and a pin came out". Consequently, to conduct the procedure, the device was exchanged for a similar device. There was no report of injury or adverse event to the pt.

Manufacturer narrative:
The product is available for evaluation; however, as of to date, it has not been returned. Add'l info will be submitted within 30 days upon receipt.